Event description:
(B)(6) of (B)(6) reported: we received a phone call from dr (B)(6), regarding malfunction of a pentax scope with emergency pt/procedure performed on the weekend. Functional issue: coiling in the stomach causing mucosal tears.

Manufacturer narrative:
The site initially reported the event with no other details other than the info contained. The site reported the event occurred on the weekend of (B)(6) 2012, but did not specify the date this event occurred. Pentax contacted the site 3 times to secure add'l details of the event, however, to date, no further info has been received. Perforation is a known risk in endoscopic procedures. We have no info on the pt condition or why the procedure was being performed. The site did not document the endoscope model/serial used in the event. The endoscope remains in use at the facility. IFU's supplied with the equipment require the devices be checked prior to procedure. The site has not reported any failures of endoscopes in pre-system checks since the event. Since the device was not provided for eval, cause cannot be determined. Pentax considers this report closed.